Manufacturer narrative:
Device analysis found insignificant anomalies with the ins and use error on the lead. (B)(4).

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-33 lot# va01tnv serial# implanted: (B)(6) 2012 explanted: (B)(6) 2017 product type lead. (B)(4) serial# (B)(4), product type implantable electrical stimulator. (B)(4). Lot# va01tnv, product type lead h7: this device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was shocked by the device during an impedance test. During a scheduled replacement due to the battery reaching end of life, an hcp removed the battery from the pocket and used the wrench to release the lead from the battery hub. The hcp inspected the proximal end of the lead and noticed that the seal between the silicone wire coating and the 0 electrode on the proximal end was no longer sealed. It was noted a gap of approximately 4 mm was present and the internal wires were exposed. The hcp attempted to remove the lead and the distal end of the lead broke off and remained implanted in the patient on their left side. A new lead was placed on the patient¿s right side to avoid the existing remnants. It was noted the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).